Event description:
It was reported that the patient presented for an implant procedure. Post procedure interrogation showed that the atrial lead had been dislodged. Also, it was noted that the atrial lead exhibited inappropriate capture and far r wave oversensing. The dislodgement was confirmed through x-ray imaging. Programming changes was made to resolve the issue. The patient was stable and will continue to be monitored.